Manufacturer narrative:
An investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation. Essential medical has made multiple attempts to acquire specific details regarding this complaint. However, the medical facility where the procedure took place did not respond to attempts at due diligence. This complaint is being reported because the patient reportedly experienced serious injury during a procedure where a manta vcd was used for closure of femoral access. The patient required surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Use error has been identified as a contributing factor in this complaint. The manta instructions for use warns do not use manta if there has been a femoral artery puncture in same vessel within the prior 30 days, recent femoral artery puncture in same groin that has not healed appropriately, and/or recent (<30 days) vascular closure device placement in same femoral artery.

Event description:
On (B)(6) 2020, the reporter stated a physician had used manta recently in a "bail-out" situation. The physician told the reporter that on an unknown procedure date, a manta vascular closure device was deployed for femoral access closure after he felt the suture-mediated closure device first attempted, had failed to close the arteriotomy appropriately. The patient's foot was noted to be cold the day after the surgery and on surgical exploration of the vessel, there was a "pinch" at the access site that the physician stated could have been caused by several means. The physician was unable to recall any further information or details regarding the procedure.

Manufacturer narrative:
From the complaint description, the manta vascular closure device was used as a bail-out following an unsuccessful closure with another closure device. Depth location was not performed prior to step dilation of the vessel or before the large-bore procedure, which is against the procedure requirements stated in the IFU. Additionally, the IFU warns: do not use manta if there has been a femoral artery puncture in same vessel within the prior 30 days, recent femoral artery puncture in same groin that has not healed appropriately, and/or recent (<30 days) vascular closure device placement in same femoral artery. It was reported that surgical exploration revealed a "pinch" at the access site which was observed due to the patient having a "cold leg" the day after the procedure. Potential adverse events associated to the deployment of vascular closure devices have been identified in the IFU as follows: ischemia of the leg, local trauma to the femoral or iliac artery wall such as dissection, stenosis of the femoral artery, and arterial damage. The root cause of the stenosis remains inconclusive due to the lack of information provided. The device history records (DHR) documentation have been reviewed and showed no indication that the device did not meet specification. Risk documentation was reviewed and vessel strenosis is a known risk this makes an occurrence rate of 0.077% which falls under our 1% acceptable occurrence rate. Based on the information reviewed, there appears to be no product quality issue in respect to manufacture, design, or labeling.